Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that multiple ophthalmic forceps moved initially to the closed position, but then would not open after they were inserted into the patient's eye during surgery. An alternate forceps was obtained in order to complete the procedure. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information is provided in sections d.10, h.3, h.6 and h.10. The three received forceps samples were found in a plastic bag with cover foil. The samples were not well protected. The shaft and grasping arms are very bent. The device history record for the affected lot was reviewed by the manufacturer. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. The returned samples were visually inspected with the aid of a photomicroscope with various magnifications. They show surgery residuals and are very bent. The samples were not returned properly and were probably additionally damaged during transport. Due to the condition of the samples, the customer's complaint could not be confirmed. The bending does not allow for a detailed examination of the root cause. As the samples were not returned properly and were probably additionally damaged during transport, the root cause for the reported event could not be determined conclusively. A manufacturing or design related root cause for the damage of the complained device has not been identified. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. The manufacturer internal reference number is: (B)(4).